Event description:
It was reported the patient experienced an inguinal hernia surgical repair procedure coincident with automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was reported to be due to a surgical procedure leading to a tear, but the hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the hernia event, but underwent an outpatient inguinal hernia surgical repair procedure twenty-four days prior to the receipt of this report. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.